Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that he was given cheap batteries from the hospital and then had a intermittent blank display. Customer stated the display would fade more when the keypad was pressed. The customer's blood glucose reading was unknown. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed the functional testing including the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No ghosting display when buttons pressed noted. No display anomaly noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked case and cracked display window.